Event description:
A report was received that the patient was experiencing tenderness at the ipg site. It was noted that the ipg site was protruding. The patient was given pain medication but it did not help. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that there was no skin breakage. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing tenderness at the ipg site. It was noted that the ipg site was protruding. The patient was given pain medication but it did not help. The patient will undergo an ipg revision procedure.